Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for normal device check. Upon interrogation the implantable cardioverter defibrillator exhibited long charge time.¿ cap time limit reached (B)(6) 2017¿ alert was noted on the device. Patient received 23 therapies in succession on the same day which was suspected to be the possible cause for the time limit reached. No intervention was performed. The patient will continue to be monitored.